Event description:
Attorney reported: (B) (6) 2005- patient presented for repair of an incisional hernia with mesh. Patient's hernia was repaired with a bard composix e/x mesh lot 43lnd158, (B) (4). On (B) (6) 2006 - patient was admitted due to abdominal pain and fever. It was determined that patient had developed an infection. He also had pus discharge in the area of his abdomen. He underwent partial removal of the infected mesh and was discharged on (B) (6) 2006. On (B) (6) 2006- patient underwent removal of additional mesh and partial closure of the abdominal wound. He was treated with IV antibiotics and discharged on (B) (6) 2006. On (B) (6) 2008 - patient underwent repair of a recurrent hernia in the peritoneal cavity with a medium composix mesh. On (B) (6) 2008 - patient continued to experience abdominal pain and underwent removal of the remainder of the infected mesh on (B) (6) 2008. "Because of the defective kugel patches and all the medical visits, hospitalizations and surgeries it necessitated, patient has suffered and will continue to suffer physical pain and mental anguish."

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.